Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the basal rates were cleared from the pump. Review of basal history confirmed that the settings were cleared, but it was uncertain how the settings were cleared. Reporter was advised to discontinue using the pump and go to go on alternate method of insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any unusual activities and total daily dosage added up and matched the daily basal target. On investigation, the pump powered up to the verify screen with the appropriate audible and vibratory functions. The pump was able to pair with a test meter. A rewind/load/prime sequence executed without any incidents. A 24-hour pump exercise was completed and the total basal units delivered matched the basal rate programed. The investigation was unable to confirm or reproduce the ¿cleared¿ basal program complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.